Event description:
The customer reported to customer service that the wires on her transformer are exposed and there were sparks that came off of it.

Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to retrieve the product were unsuccessfully. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported sparks, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should add'l info or the original product be received, resulting in new, changed, or correct info, a f/u report will be filed.